Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the event and to provide additional information received from the user facility. A review of the device history record found no deviations that could have caused or contributed to the cable defect. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a urinary fibroscopy. The procedure was able to be completed with this device without delay. There was no patient impact.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). A full technical evaluation was completed in accordance with the ome (original equipment manufacturer) specification. The camera head was tested and no image was shown when connecting the device to the video processor due to the camera cable defectiveness with no visible damage. Due to the malfunction of image functionality, the white balance could not be properly adjusted. For this reason, an error message e311 was displayed on the monitor. The cable unit needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no image was found on the device. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.